Manufacturer narrative:
X-ray review results: intra-op x-rays for l4-s1 instrumentation were provided. By report, one of the guidewires broke. This appears to be at s1 where the wire tip is at an oblique angle to the screw. It appears to be contoured within the vertebral body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: degenerative lumbar spine and spondylosis. Subsequent : pars defect with subsequent adjacent level degeneration and symptomatic it was reported that the patient underwent index minimal invasive surgery l4-s1 posterior lumbar interbody fusion. Intra-op, threaded portion of the sharp guidewire broke and remained in the patient. Nothing unusual was noted throughout the procedure. No patient complications were reported.